Event description:
The initial reporter received a questionable creatinine jaffe gen.2 (compensated) result from one patient sample tested on the cobas c 111 analyzer. The initial result was 3.2 umol/l. The first repeat result was 128.2 umol/l. The second repeat result was 123.5 umol/l. No questionable result was reported outside of the laboratory.

Manufacturer narrative:
The cobas c 111 serial number is (B)(6). The customer stated that the patient's sample was highly lipemic. The investigation is ongoing.